Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp. The reported malfunction was observed and isolated to a loose screw on the battery interconnect board. Analysis of reports of this type has not identified an increase in trend.